Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the needle plunger was removed with excessive force causing the suture to detach from the link. The device was removed and a second proglide was used to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found that the entire suture was returned undamaged and partially exposed from the device. The needle plunger, the link, the anterior needle, and the anterior and posterior cuffs were not returned, which limited the scope of the investigation. The posterior foot was broken off the was not returned. The posterior needle tip was undamaged, suggesting that the posterior foot break was not caused by the posterior needle striking the foot during needle deployment. Due to the broken posterior foot, the posterior needle tip failed to engage with the posterior cuff that was seated inside the posterior foot pocket. Without all of the device components, a conclusive root cause could not be determined. No manufacturing or quality issues were detected. A review history record for this lot did not produce any findings relevant to this investigation.